Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product will not been returned. If additional information is received, this report will be updated.

Event description:
Additional information indicated that the device was explanted and replaced with a competitor product, without a company representative present. As such, the exact explant date is not known and the device will not be returned. No additional adverse patient effects were reported.